Event description:
It was reported that the patient's ipg displayed the replace generator soon message earlier than intended. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.